Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the ablation, the patient¿s blood pressure was going from high to low. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. On (B)(6)2019 biosense webster inc. Received additional information about the event. It was reported that after pericardiocentesis the patient was transferred to recovery. There¿s no information regarding extended hospitalization and patient¿s outcome. The physician did not say what he thought caused the adverse event. No bwi product malfunctions were reported. The hardware equipment worked within specifications. Transseptal puncture was performed with a st. Jude medical brk-1 71 and a st. Jude medical brk-1 98 needles. No steam pop occurred during the ablation. The flow was set within thermocool® smart touch® sf catheter settings, between 8-15 ml/min. No error messages were observed on any bwi equipment during the case. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30178270l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the ablation, the patient¿s blood pressure was going from high to low. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. It is unknown if further intervention was necessary. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No bwi product malfunctions were reported. The hardware equipment worked within specifications. Multiple attempts were made to obtain further clarification regarding the event with no response. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On(B)(6)2019 , it was noticed that the following information was inadvertently omitted from the 3500a initial MDR that was submitted to FDA on 8/2/2019. As such, this supplemental MDR is being submitted as a correction: on(B)(6)2019 , biosense webster inc. Received additional information about the event. It was reported that after pericardiocentesis the patient was transferred to recovery. There¿s no information regarding extended hospitalization and patient¿s outcome. The physician did not say what he thought caused the adverse event. No bwi product malfunctions were reported. The hardware equipment worked within specifications. Transseptal puncture was performed with a (B)(4) medical brk-1 71 and a st. Jude medical brk-1 98 needles. No steam pop occurred during the ablation. The flow was set within thermocool® smart touch® sf catheter settings, between 8-15 ml/min. No error messages were observed on any bwi equipment during the case. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used were 2.5 mm/3 sec 3 mm lesion balls time only during ablation. No additional filters were used with the visitag module. No color options were used prospectively. On(B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the following products were added to the d11. Concomitant products: st. Jude medical brk-1 71 transseptal needle and st. Jude medical brk-1 98 transseptal needle manufacturer's ref. # pc-000504372.